Manufacturer narrative:
The returned device presented with the stent fully mounted. Additionally, there was a break in the guidewire access sleeve bond, with the blue outer sheath having been stretched on both sides of this sleeve. During a functional test, it was not possible to retract the outer sheath by hand due to the aforementioned break. The device was dissected and no issues were found with the stent; however, the inner lumen was kinked and broken in a location consistent with the break in the outer sheath. The condition of the returned device was not consistent with the complaint that the handle broke; rather, it was the catheter delivery system which was damaged. The root cause of the issue has been attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a stenting procedure within the bile duct on (B)(6), 2011. According to the complainant, while attempting to deploy the stent, the handle of the device broke. The physician removed the device from the patient and used another wallstent device to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a stenting procedure within the bile duct on (B)(6), 2011. According to the complainant, while attempting to deploy the stent, the handle of the device broke. The physician removed the device from the patient and used another wallstent device to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The physician was able to reconstrain the stent prior to removal. The anatomy was not tortuous, nor was the stricture predilated. Furthermore, it was reported that there were no kinks in the working length of the device and contrary to earlier reports, the handle was not damaged. Despite this new information that indicates that the handle was not broken, this complaint remains reportable based on investigation results of "breaks in the outer sheath".